Manufacturer narrative:
T:slim x2 user guide states, "always make sure that the correct time and date are set on your pump. When editing time, always check that the am/pm setting is accurate. Not having the correct time and date setting may affect safe insulin delivery." T:slim x2 user guide states, "replace the cartridge every 48 hours if using humalog". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (600 mg/dl), and life threatening large ketones. Reportedly, the customer disconnected the infusion set site from the body, and insulin was not observed to be exiting the tubing. Troubleshooting with tandem technical support (cts) was performed, and cts found the pump time was inaccurate. Reportedly, the pump time was inaccurate due to daylight savings. Tandem technical support guided the customer through adjusting the pump time. Customer reported using humalog insulin and changing the cartridge every 3 days. Customer reverted to manual injections, and customer's clinical diabetes specialist recommended the customer change to a different infusion set type.